Manufacturer narrative:
Device passed displacement test. The p-cap / reservoir locked properly during testing. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with faded serial number label. Device received with minor scratched display window, case and keypad overlay. No physical damage to retainer or reservoir tube lip noted. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the crack on the reservoir of the insulin pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir unable to lock in place when inserted into insulin pump. The device will be returned for analysis.